Manufacturer narrative:
(B)(4). Batch #: unknown attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: the event description states " the teflon part of the upper jaw fell out from the device" is the white tissue pad damaged? Is the white tissue pad completely missing from the clamp arm? Is the titanium blade damaged? Is the titanium blade broken off? Please provide the product code for the device used in the procedure. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, after 4 activations with the tissue, the teflon part of the upper jaw fell out from the device. No patient consequences were reported. The procedure was completed with alternative device.